Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. After investigation recommended that the system software is upgraded to software level release 29. Included with this upgrade is a new single board computer (sbc), hard drive and generator interface board. Also, during the site investigation found the up/down c-arm function not working. To address replaced the ps3 power supply. After repairs/replacement complete, the system was tested and found to be working as intended. System placed back into service.

Event description:
It was reported that the 9800 system workstation is intermittently locking up. The system was rebooted and the case was completed. There was no reported pt injury.